Event description:
It was reported to boston scientific corporation that an extractor pro rx was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the balloon catheter would not inflate and was leaking air from the balloon into the common bile duct. The device was not checked for damage prior to use. The procedure was completed with another extractor pro rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed on (B)(6) 2013 that the shaft of the balloon was damaged, making this a reportable event.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Event revealed by the investigation of catheter c-channel torn. The complaint sample was returned for evaluation. No packaging was returned. Nicks in the c-channel were observed 4.5cm and 147cm from the distal end. The balloon was inflated and a hole/perforation was noted in the balloon near the distal bond. The bonds were inspected and found to be continuous, intact. The proximal bond measured at 1.59mm and the distal bond measured at 1.89mm which is within specification. It is possible that the catheter was not pushed through the scope using ¿short, deliberate 2-3cm movements¿ as per dfu instructions or was caused during removal of the guidewire; however this cannot be conclusively proven. If the catheter was continued to be pushed through without using short, deliberate 2-3cm movements damage to the shaft could occur. Based on the available information and the investigation results, the most probable root cause of operational context will be assigned to this complaint as due to some procedural/anatomical factors encountered during use performance of the balloon was limited.